Manufacturer narrative:
The reported 4.5mm cannulated endoscopic drill bit intended for use in treatment, has not been returned for evaluation. Without the reported product a visual evaluation cannot be performed and the customers complaint cannot be confirmed. From the information provided, after positioning the k-wires in the position the surgeon was happy with, handed him the smith and nephew endoscopic cannulated 4.5mm drill bit. Surgeon then drilled over the first k-wire and removed the drill bit and k-wire. Surgeon then drilled over the second k-wire. While drilling, the drill bit broke within the femoral condyle. The surgeon decided not to remove the broken drill piece as this would cause more damage than leaving it insitu. The 4.5mm cannulated endoscopic drill bit is designed for a single use not multiple uses within a single surgical procedure. As reported the surgeon attempted to re-use the drill during the procedure. The instruction for use were reviewed and were found to outline precautionary statements and instructions in regards to the use of the device to avoid damage or non-functionality. There were no indications that would suggest that the device did not meet product specifications upon release into distribution.

Event description:
It was reported that during a left knee core decompression, three k wires into the femoral condyle were placed. Then, surgeon drilled over the first k wire and removed the drill bit and k wire. When surgeon drilled over the second k wire, the drill bit broke within the femoral condyle. The surgeon decided not remove the broken drill piece, as this would cause more damage than leaving it in site. A backup device was available to complete the procedure with no significant delay and no patient injuries.